Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), retching ("gagging problem"), nausea ("sick to stomach / nausted"), hiatus hernia ("hiatal hernia") and parosmia ("some smells"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2011. At the time of the report, the perforation, device breakage, pelvic pain, retching, nausea, hiatus hernia and parosmia outcome was unknown. The reporter considered device breakage, hiatus hernia, nausea, parosmia, pelvic pain, perforation and retching to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:nausea, retching,hiatus hernia , parosmia most recent follow-up information incorporated above includes: on 7-jun-2018: social media cases received, event added as :- gagging problem, sick to stomach / nausted, hiatal hernia, some smells, incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') and device breakage ('fracturing of the implant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), retching ("gagging problem"), nausea ("sick to stomach / nausted"), hiatus hernia ("hiatal hernia"), parosmia ("some smells") and symmetrical drug-related intertriginous and flexural exanthema ("baboon syndrome"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2011. At the time of the report, the perforation, device breakage, pelvic pain, retching, nausea, hiatus hernia, parosmia and symmetrical drug-related intertriginous and flexural exanthema outcome was unknown. The reporter considered device breakage, hiatus hernia, nausea, parosmia, pelvic pain, perforation, retching and symmetrical drug-related intertriginous and flexural exanthema to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: nausea, retching, hiatus hernia, parosmia. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event "baboon syndrome" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') and device breakage ('fracturing of the implant') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), retching ("gagging problem"), nausea ("sick to stomach / nausted"), hiatus hernia ("hiatal hernia"), parosmia ("some smells"), symmetrical drug-related intertriginous and flexural exanthema ("baboon syndrome"), neck pain ("neck pain"), back pain ("neck pain"), arthralgia ("neck pain"), headache ("headache/ headaches are subsiding"), pruritus ("itching"), skin burning sensation ("burning skin"), decreased appetite ("now I have appetite"), allergy to metals ("nickel allergy") and rash ("bad rash after hysterectomy"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2011. At the time of the report, the perforation, device breakage, pelvic pain, retching, hiatus hernia, parosmia, symmetrical drug-related intertriginous and flexural exanthema and allergy to metals outcome was unknown, the nausea, pruritus, skin burning sensation, decreased appetite and rash had resolved and the neck pain, back pain, arthralgia and headache was resolving. The reporter considered allergy to metals, arthralgia, back pain, decreased appetite, device breakage, headache, hiatus hernia, nausea, neck pain, parosmia, pelvic pain, perforation, pruritus, rash, retching, skin burning sensation and symmetrical drug-related intertriginous and flexural exanthema to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:nausea, retching,hiatus hernia , parosmia, back pain, neck pain, joint pain, headache, itching and burning skin. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2020: content from social media received: outcome of event ¿headache¿ was updated. New events 'decreased appetite', 'nickel allergy' added. New reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') and device breakage ('fracturing of the implant') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), retching ("gagging problem"), nausea ("sick to stomach / nauseated"), hiatus hernia ("hiatal hernia"), parosmia ("some smells"), symmetrical drug-related intertriginous and flexural exanthema ("baboon syndrome"), neck pain ("neck pain"), back pain ("neck pain"), arthralgia ("neck pain"), headache ("headache"), pruritus ("itching") and skin burning sensation ("burning skin"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2011. At the time of the report, the perforation, device breakage, pelvic pain, retching, hiatus hernia, parosmia, symmetrical drug-related intertriginous and flexural exanthema and headache outcome was unknown and the nausea, neck pain, back pain, arthralgia, pruritus and skin burning sensation had resolved. The reporter considered arthralgia, back pain, device breakage, headache, hiatus hernia, nausea, neck pain, parosmia, pelvic pain, perforation, pruritus, retching, skin burning sensation and symmetrical drug-related intertriginous and flexural exanthema to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:nausea, retching,hiatus hernia , parosmia, back pain, neck pain, joint pain, headache, itching and burning skin. Most recent follow-up information incorporated above includes: on 20-mar-2020: new events (back pain, neck pain, joint pain, headache, itching and burning skin) and new reporter added. On 20-mar-2020: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2011. At the time of the report, the perforation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.